Manufacturer narrative:
The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the tip of the cutter device was broken. The reporter stated that the fragment tip of the device was already collected and did not remain in the patient's body. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, adverse consequences or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up, the reporter confirmed that the device did not break or fall inside of the patient. The reporter further confirmed that the initial report made against this device was incorrect. There was not alleged malfunction against the device. Therefore, it was determined that this event could not have caused or contributed to a serious injury and/ or death. Reporting for this event is therefore completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.